Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk to left anterior descending artery. A non-bsc balloon catheter was used for dilation and a 3.5x24 non-bsc stent was deployed in the target lesion. Following stent deployment, a 6.0mm x 15mm maverick xl balloon catheter was advanced to the target lesion for post-dilation. Upon first inflation, the balloon ruptured at 5 atmospheres. The device was then removed and replaced with a different device. The procedure was completed and no patient complications were reported. The patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk to left anterior descending artery. A non-bsc balloon catheter was used for dilation and a 3.5x24 non-bsc stent was deployed in the target lesion. Following stent deployment, a 6.0mm x 15mm maverick xl balloon catheter was advanced to the target lesion for post-dilation. Upon first inflation, the balloon ruptured at 5 atmospheres. The device was then removed and replaced with a different device. The procedure was completed and no patient complications were reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the maverick xl catheter was received inside a maverick xl shelf box that matched the information on the device. Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).